Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received a vibratory alert and sent a remote merlin.net transmission. Review of transmission revealed the right ventricular lead exhibited high pacing impedances. The patient was brought into clinic for chest x-ray. There were no consequences to the patient. The patient¿s ejection fraction increased, so no intervention was performed.